Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reported stated that when the doctor inserted the probe, it gave erratic readings and showed no curve on the monitor. When repositioned, it showed zero on the monitor screen. It was replaced with another catheter, which worked well.